Event description:
It was reported that a homechoice (hc) had an unknown alarm (details not provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and no product information was provided. Therefore, no investigation elements could be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.